Manufacturer narrative:
The report of ¿discomfort at ipg site¿ was not able to be confirmed. Discomfort or pain at the ipg site is commonly associated with patient anatomy and/or the location of the ipg pocket site and is not device related. It is unknown if the patient had any weight fluctuations or trauma prior to the allegation or if the pocket site itself was an issue. Analysis of the returned ipg found it communicated with all lab utilities, had no physical anomalies that would contribute to the reported pocket discomfort, and passed all tests (no anomalous outputs) on the ate (automated test equipment).

Manufacturer narrative:
B3: event date is estimated.

Event description:
It was reported that the patient had discomfort at the ipg site. Surgical intervention was undertaken and the ipg was explanted and replaced.